Event description:
The report received from the field indicated that approximately eleven months after the index procedure, the patient was reported to have a late thrombosis of a previously implanted cypher 3.0 x 18mm stent. The stent was implanted in the mid right coronary artery (rca) target lesion. The late thrombosis was treated by implantation of a vision stent that was dilated to 3.75 mm in the distal and to 4.7 mm in the proximal portions. The patient was reported to be complaint with this antiplatelet therapy.

Manufacturer narrative:
The cypher 3.0 x 18 mm stent was implanted in the mid rca at 15 atm during the index procedure. Two (2) additional cypher stents were implanted in the distal rca bifurcation: a 2.75 x 18 mm stent to the posterior descending at 13 atm and a 3.0 x 8 mm stent to the postero-lateral branch at 10 atm. The stents were reported to have been checked after seven (7) months and were open. The product is not available for evaluation and testing. A 51 year old male patient with an lvef of 30% experienced a thrombotic event eleven months post cypher stent implantations. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed lesions in the mid rca and distal rca bifurcation. This patient's decreased lv function puts him at increased risk for mace. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of act's was not reported. The characteristics of the mid rca lesion were not provided. It is not known if the lesion was pre-dilated prior to the placement of a 3.00 x 18 mm cypher stent at a maximum inflation pressure of 15atm. The characteristics of the distal rca bifurcation lesion were not provided. This lesion was treated with the placement of a 2.75 x 18mm cypher stent at a maximum inflation pressure of 13atm (in the pda) and a 3.00 x 8mm cypher stent at a maximum inflation pressure of 10atm (in the plb) by kissing balloon technique. According to the IFU, this is below the nominal pressure for the deployment of a cypher stent. In addition, the use of more than two cypher stents has not been clinically studied. The patient is reported to have been discharged on medications that included anti-platelet medication, but the specifics of this regimen were not provided. Seven months after the index procedure, the patient underwent a repeat angiogram that revealed patent cypher stents. Eleven months after the index procedure, the patient underwent a repeat angiogram that revealed thrombus within the previously implanted 3.00 x 18mm cypher stent in the mid rca. This was treated with the placement of a non-cordis bms. The patient was reported to have been compliant with his anti-platelet therapy. The products remain implanted in the patient and are thus not available for evaluation. In addition, DHR review of the implicated product could not be performed since the lot number was not provided. Thrombosis is a known potential adverse event following stent implantation. There are patient and procedural factors that may have contributed to this event. Corrective action has been opened to address late and very late thrombotic events associated with cypher stents. Please note that this is the initial/final report for this product.